Event description:
It was reported to philips that the device is unable to power up with a new battery installed. The customer reported a red 'x' in the device's rfu indicator and hears a periodic chirp. There was no reported patient involvement/adverse patient impact.